Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The right ventricular (rv) lead was implanted without difficulty. Pacing, threshold and impedance measurement were all within normal range. The right atrial lead was inserted and positioned. Prior to un-packaging the device from the sterile pack, the patient became hypotensive. Despite resuscitative efforts, the patient did not recover and died. From the physician's perspective, there were no allegations against the lead system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.